Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had low blood glucose. Customer went to the emergency room and was hospitalized. The blood glucose reading was 62 mg/dl at the time of emergency room visit. Nothing further was reported.